Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient was hospitalized with diabetic ketoacidosis. It was reported that the patient was treated by their healthcare provider. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient was allegedly hospitalized while using the insulin pump.